Event description:
It was discovered that this pacemaker was unable to be interrogated. Technical services was contacted and provided troubleshooting options. No magnet response was found. It was believed that this device does not have any battery capacity remaining. Currently, this product remains in service and no adverse patient effects were reported.